Event description:
On (B)(6) 2013, the pt was treated for an acute, symptomatic dissection of thoracic aorta up to left arteria carotis using a conformable gore tag thoracic endoprosthesis. The thoracic aorta was clamped during open surgery. Proximal end of conformable gore tag thoracic endoprosthesis was placed at the area of the clamp. The device was released under open perforation of the thoracic aorta at the carotid artery. Unintentionally, the left carotid artery was overstented. Another stent graft was introduced to prolong the former stent. Control angio showed a sufficient position of the stent. The pt lost approximately 4l blood and needed transfusion. On the very same day, the patient died due to blood loss.

Manufacturer narrative:
Attempts to acquire info required for this form were made by gore.